Manufacturer narrative:
The zyston straight inserter, item # 14-534900, lot # 035388 was returned for evaluation. Visual inspection of the item shows the tines at the end of the inserter have fractured. The fractured tines were not returned with the item. A function check of the returned item was not performed, the complaint was confirmed visually. The DHR (device history record)was reviewed and no non-conformances were noted. The hardness measured at the inspection ((B)(4)) was within the specification for the device ((B)(4)). The probable underlying root cause for the damage is excessive forces placed on the tines when the surgeon ¿turned the implant in the disk space¿ leading to loss of mechanical integrity and ultimately instrument deformation and fracture. The zyston system is self distracting and is not designed for rotation after insertion into the intervertebral space. The warnings in the package insert state this type of event can occur.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The inserter broke during a transforaminal lumbar interbody fusion (tlif) procedure when the doctor turned the implant in the disk space. No adverse events were reported.